Event description:
It was reported that the patient had multiple low flow events with dizziness for a couple of weeks and a few sudden dizziness events. On (B)(6) 2026 it was reported that an echocardiogram was performed, and thrombus was noted in the left ventricle (lv) attached to the septal wall, in the inlet of the pump. The patient was readmitted and was on intravenous (IV) heparin. There were no changes to patient anticoagulation or pump parameters that may have contributed to the event. Log files were submitted for review and captured 7 low flow estimates and 2 were sustained long enough to trigger low flow hazard events when the calculated pulsatility index (pi) was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.